Manufacturer narrative:
H3 other text : device was discarded.

Event description:
It was reported that during cage insertion a tritanium curved posterior lumbar cage became jammed and remained stuck to a tritanium steerable inserter and a tritanium steerable inserter shaft. The procedure was completed successfully using a replacement cage with a 25 minute surgical delay and no adverse consequence to the patient. This report captures the tritanium curved posterior lumbar cage.

Manufacturer narrative:
H6 coding has been updated to reflect investigation conclusion.

Event description:
It was reported that during cage insertion a tritanium curved posterior lumbar cage became jammed and remained stuck to a tritanium steerable inserter and a tritanium steerable inserter shaft. The procedure was completed successfully using a replacement cage with a 25 minute surgical delay and no adverse consequence to the patient. This report captures the tritanium curved posterior lumbar cage.